Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that there was hairline crack in reservoir compartment. Customer stated that battery cap was cracked. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked/detached end cap. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm, reset alarm due to cracked/detached end cap. Device had stripped battery cap coin slot, cracked reservoir tube lip. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted.